Event description:
A prospective review of procedural data and outcomes collected from a dedicated database was performed in 118 patients who underwent balloon aortic valvuloplasty (bav=54 patients/54 femoral arteries. Fifty two (52) were antegrade and 2 were retrograde punctures) and trans-catheter aortic valve implantation (tavi=64. All antegrade punctures). The prostar xl device was used in all cases using the preclose technique for vascular closure. Complications in the bav group were: minor bleeding was seen in 3.7% (2/54) of cases. With respect to one of the minor bleeding cases in the bav group, manual arterial compression resulted from the need to upgrade femoral access from an 11f sheath to a 12f sheath. The prostar xl sutures had already been deployed and consequently, prostar closure was deemed inappropriate due to considerable bleeding during the upgrade, due to kinking of the seldinger wire and probable localized trauma. The procedure was aborted. The physicians are reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). Patients for the study reported to be 25 males and 29 females. (B)(6). Date of event estimated. The article indicates the procedures were performed between 2004 and 2010. Concomitant medical products: guide wire: seldinger wire, standard 0.035 guidewire, amplatz super-stiff wire. Sheath: 11fr, 12fr. Other: 21g microlance needle, mosquito clamp, medtronic core valve system. The customer reported the device was discarded. The lot number was not identified. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.